Event description:
The account alleged that the pt's husband was sitting on the bottom half of a labor bed and the bed broke out from under him and he fell onto the floor. No injury was reported.

Manufacturer narrative:
The technician spoke with the accounts maintenance. They indicated that four different people in maintenance looked at the foot section, and found that if the foot section was latched properly, it would hold properly. No problem was found with the bed. The hill-rom technician was not given access to inspect the bed because maintenance had placed it back into service.